Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, prior to use during surgical preparation, a dlp aortic root cannula with vent line was observed to have a hole. The cannula was not inserted in the patient because the issue was identified before cannulation. The damage was not in the location of the sutures. The cannula was replaced with a new one to proceed with the case, and the affected cannula was passed off the field. No patient complications have been reported as a result of this event.